Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell 3 of 4. The baxter technical service representative (tsr) was unable to determine the reason for the alarm but the caregiver (cg) stated that it was his second night with the same alarm. They informed the caller to contact the peritoneal dialysis registered nurse (pdrn) that a hc 10.4 smartcare machine would be delivered. The programming would need to be reviewed. The machine would be swapped. The patient was connected at the time of the alarm and did not disconnect anytime prior to the alarm. All of the bags were properly spiked and connected. There were no patient extension lines being used and there were no open clamps on any unused lines. There was nothing unusual noted about the supplies. The hp had the sample available and would complete therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on 2/14/12 and she was not aware of the patient having had those alarms. She said it was possible the patient had spoken to a different nurse. She would discuss the alarm with the patient though the next time she sees them. As far as she knows the patient has been completing therapy successfully. This writer made repeated unsuccessful attempts with the home patient (hp) at acquiring additional information. If any additional information should become available, this complaint will be updated accordingly.